Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) reamer/irrigator/aspirator (ria) drive shafts broke intra-operatively on an unknown date. It was reported that the surgeon used an incorrect attachment during the reaming process. No surgical delay, fragments or serious injury was reported. The surgery was completed successfully. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed ¿ the returned instruments were evaluated and the compliant condition was able to be confirmed in each instance as the devices were received missing portions of their distal tips. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tips. Evaluation at the chu shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shafts were received with portions of the distal tips, which mate with the reamer head, broken off. In each instance the helix is intact and the broken tips were not returned. The missing portions are estimated to be approximately 14mm x 5mm (lot 7432391) and 7mm x 5mm. The balance of the devices shows surface scratches. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the design drawings was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and/or having been subjected to excessive force. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. The unexpected fracture likely subsequently resulted in the disengagement of the locking clip. DHR review ¿ DHR review for part#314.743 supplier lot#13928-01 / synthes lot#5020042. Release to warehouse date: june 7, 2005. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information both drive shafts were returned without the broken off tips and the location of the broken off tips was requested. It is suspected, but not confirmed that the tips were most likely discarded. The facility initially reported that there were no fragments, surgical delay or serious injury to the patient.